Event description:
Per the clinic, patient experienced poor performance with the device due to partial insertion of the electrode array. Surgeon attempted to reload the electrode array into a sterile sheath and re-insert to appropriate depth, but this was not possible. Surgeon utilized the contour depth gauge and straight depth gauge in attempt to gain full insertion. However, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.